Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level was 25.7 mmol/l. Insulin pump had insulin flow blocked alarm. Customer performed self test and displacement test and they were passed. It was unknown whether the customer was using auto mode or not. Insulin pump will not be returned for analysis.